Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing on due to the keypad not functioning normally with an intermittent response. A device history review revealed no issues that could have caused or contributed to the reported issue. Service evaluation verified the keypad that was not functioning normally. The cause was identified to be an intermittent operation of the keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had a keypad that was not functioning normally with an intermittent response. No additional information is available.